Event description:
(B)(4). It is reported that post a coronary stenting treatment procedure, the patient experienced brain infarction and expired. In (B)(6) 2008, during the index, the target lesion being treated was located in the right posterior descending artery (r-pda). The physician implanted a 3.0x12mm taxus express2 stent in the lesion. Post dilation was performed. Residual stenosis was 0%. Post intravascular (ivus) revealed the stent apposition was good. In (B)(6) 2009, the patient antiplatelet was stopped and underwent intervention. The patient had an artificial blood vessel replacement of the abdominal aneurysm. It was noted that the patient experienced brain infarction and was hospitalized. In (B)(6) 2011, it was noted the patient expired.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).